Event description:
I am the owner of a philly recalled CPAP machine. Philips has gone out of its way to make every contact with them regarding this defective product unnecessarily difficult. I just spent 30 minutes on their dedicated website, to be told that either I am not entitled to a settlement, or that my information does not match theirs, even though I received a document with claim ID and control numbers. I then phone the number they have given me, only to referred to the website. Every time I have tried to contact philips regarding their defective product, I want to scream. From receiving emails asking for the name of my physician to not being able to submit the information by replying to the email, to phoning them at the number given for that purpose. The only reason I have bothered with any of this is that the recalled CPAP machine is my backup machine. Now I am being told that I need to return the machine, but getting a label: impossible. Why was I not sent a label with what arrived thursday? I have never had anything be so difficult. Honestly, I suspect philips is making this so difficult so that people who have been sold these defective products will give up, and it will save them a few bucks. Can you help make this experience less trying and stressful? Do I need to contact the court? Another federal agency? Please help. I can be reached at: (B)(6).